Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine ¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported to the pharmacy that in one package at least 20 devices were not permeable (delivering).

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine ¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported to the pharmacy that in one package at least 20 devices were not permeable (delivering).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: four open 32g x 4mm pen needle samples from lot no. 0253606, one open 32g x 4mm pen needle sample from lot no.1152243, three open 32g x 4mm pen needle sample from lot no.0091912, seven open 32g x 4mm pen needle samples from lot no. 0140220 and three open 32g x 4mm pen needle samples from lot no. 0106051, cat. No. 320561 were returned. Visual examination was carried out on all returned pen needle samples and it was observed that the cannula non patient end was bent on three pen needle samples from lot no. 0253606, one pen needle sample from lot no.1152243, three pen needle samples from lot no.0091912, seven pen needle samples from lot no. 0140220 and three pen needle samples from lot no. 0106051. Due to the condition the samples were received no clog testing could be carried out. A clog test was carried out on one sample from lot. No. 0253606 as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 20 bd ultra-fine ¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported to the pharmacy that in one package at least 20 devices were not permeable (delivering).